Event description:
Procedure: laparoscopic cholecystectomy: according to the reporter: upon grasping cholecyst, a cracking sound was heard from the handle and the jaws became loose. Could not grasp tissue anymore. A connecting pin for jaws disengaged and was stuck between the jaws. It is not clear whether any other parts broke or disengaged. Operating time not extended. No tissue damage or loss. No bleeding.

Manufacturer narrative:
(B)(4).